Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 8.5, 35.0 and 126.0 cm from the hub. The embolization coil was intact with the pusher assembly. Offset coil winds were present throughout the length of the embolization coil. Upon functional testing, resistance was experienced while attempting to advance the smart coil out of its introducer sheath due to the offset coil winds. The embolization coil could not be advanced at all. Conclusions: evaluation of the returned smart coil confirmed offset coil winds. If the device is forcefully advanced against resistance, damage such as this may occur. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat dural arteriovenous fistulas (davfs) using a penumbra smart coil (penumbra coil) and non-penumbra microcatheter. During the procedure, while attempting to advance the smart coil through the microcatheter in the target vessel, the physician encountered resistance and felt the smart coil being crushed; subsequently, the physician re-sheathed the smart coil. The physician then decided to push the smart coil out of the introducer sheath to check on it but was unable to do so; therefore, the smart coil was not used for the remainder of the procedure. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.